Event description:
Pump was found to overinfuse by +14.2% during routine servicing by a baxter authorized service facility. The pump was reported to have been dropped by the hospital. No patient involvement.

Manufacturer narrative:
Five additional trials were performed, and on average were +10.5% (+/- 10% at 10 ml/hr specification). A few pumps do experience shifts or degradation in accuracy outside of the service limits. There was no direct identifiable cause found. The pump was reported to be dropped, but this could not be confirmed as the cause of the accuracy issue. Contributing factors to the accuracy of a pump include: wear, service disassembly and reassembly, and/or abuse. It is recommended that all pumps be tested annually as part of routine preventative maintenance and after any repairs, performance testing to ensure the pump is within specification. This pump head will be repaired or replaced to bring the device back into accuracy specification before the device is released for further use.